Event description:
A pt with multi-traumas on an oscillating ventilator for pulmonary compromise was found to have inaccurate oxygen saturation readings with the nellcor pulse oximetry. A discrepancy was found between the oxygen saturation from nellcor pulse oximetry and the abg (arterial blood gas). Abg revealed po2 (partial pressure arterial oxygen) of 53% with a saturation of 78%, while the nellcor read a saturation of 98%.